Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided.

Event description:
A vague report in the ICU occurred when an lvp shut down during an unspecified infusion without alarming, the rn was able to replace the device without issues. The biomed stated : "I have no other information about that specific one as of right now though¿. The biomed facility tested the device and received the same communication error.